Manufacturer narrative:
Article citation: ¿two-stage implant-based breast reconstruction compared with immediate one-stage implant-based breast reconstruction augmented with an acellular dermal matrix: an open-label, phase 4, multicentre, randomised, controlled trial¿ by rieky e g dikmans, vera l negenborn, mark-bram bouman, hay a h winters, jos w r twisk, p quinten ruhé, marc a m mureau, jan maerten smit, stefania tuinder, yassir eltahir, nicole a posch, josephina m van steveninck-barends, marleen a meesters-caberg, rené r w j van der hulst, marco j p f ritt, margriet g mullender, published in the lancet oncology online on 12/21/2016. It is not possible to fully investigate or confirm the alleged event as the product was not returned to allergan for analysis. Follow-up is being performed to request device return. If device is returned, it will be analyzed and results sent to the FDA in a supplemental report. The event of hematoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Reported event is addressed in device labeling: "haematoma/seroma may occur in the postoperative period inhibiting wound healing, or have delayed onset, either of which may require surgical correction and/or explantation."

Event description:
Article, ¿two-stage implant-based breast reconstruction compared with immediate one-stage implant-based breast reconstruction augmented with an acellular dermal matrix: an open-label, phase 4, multicenter, randomised controlled study¿ reports 2 breasts with adverse event of haematoma, grade 1-2. These patients were implanted with two-stage implant based breast reconstruction (ibbr). Device information is unknown, but article reports ¿all patients received allergan implants.¿ as two-stage implant based breast reconstruction consists of implant of a tissue expander and a breast implant and implant dates are unknown as well as date of onset, it is unknown if this adverse event is reported against a tissue expander or a breast implant. Article table reports that reoperation for reasons of ¿haematoma evacuation¿ was performed in these cases. Side is unknown.